Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote support service (rss) and data not crossed to station in timely manner. A field service engineer (fse) updated the system to remote support service (rss) version 4.12 and updated the component manager. The firewall was disabled, and the station was confirmed online in rss and successfully synchronized with the server. Additionally, drawer 4.1 was found to be difficult to open and close. The right drawer slide was adjusted and ensured slide bumper in proper position. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had few reports of orders not showing up timely at device. Device is offline and unreachable from the server, the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.